Event description:
Clinical rationale: an impella 5.5 device was inserted via the right axillary artery in a 32-year-old male patient presenting with post-cardiotomy cardiogenic shock / low cardiac output syndrome (pccs/lcos), scai shock stage e, with a history of renal insufficiency. The patient was centrally cannulated, and during attempted advancement, the impella repeatedly made contact with the aortic cannula. The 0.018" wire and impella catheter became severely kinked, preventing the device from crossing the aortic valve. The surgeon removed the impella entirely from the body, and both the wire and catheter were found to have significant kinking. A stiffer wire was selected, and while the surgeon initially intended to reinsert the original impella, the catheter was deemed unsafe for re-use due to the extent of kinking. A new impella 5.5 was opened and successfully placed. The patient survived to explant. The reported events include failure to advance, product damage, device revision or replacement, and hemodynamic instability. The impella 5.5 will be conservatively reported for serious injury due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient, and support was resumed without any known adverse events. This is one of two related reports. This report represents the impella 5.5 and the other report was submitted to represent the guidewire.

Manufacturer narrative:
B1, b2 updated. B5 was updated with clinical narrative. H1 updated, h6 coding updated to remove ¿device in wrong position¿, ¿no signs, symptoms, or patient involvement¿, and ¿no patient consequence and add ¿failure to advance¿ and ¿hemodynamic instability¿.

Manufacturer narrative:
The cause of the product damage was unable to be determined as insufficient clinical details were provided. The cause of the failure to advance was unable to be determined as insufficient clinical details were provided. The pump passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that a patient was implanted with an impella 5.5 via right surgical axillary/subclavian artery for mechanical circulatory support. The patient was centrally cannulated and the impella kept hitting the aortic cannula. The wire 0.18 and impella catheter were super kinked and could not cross the aortic valve. The surgeon took the impella completely out of the body and the 0.18 wire and impella catheter were severely kinked. The impella was switched to a stiffer wire and the surgeon wanted to insert the same impella but it did not look safe to be re-inserted because of the kinks so the surgeon had the staff open a new impella catheter. This is one of two related reports. This report represents the impella 5.5 and another report was submitted to represent the guidewire.